Manufacturer narrative:
(B)(4). The field service engineer troubleshoot the system and found a defective high tension converter tank. He replaced the packed high tension converter tank (B)(4) part number (B)(4). This solved the problem.

Event description:
The customer states that: "the equipment turned off when performing fluoroscopy." "Probably a fuse is blown out. "